Event description:
Customer's mother called to report that the insulin pump excessively alarmed no delivery during the bolus procedure. Customer's mother also reported that the insulin pump alarmed battery out limit. Customer mother was able to get past the priming process. Customer's mother stated that customer experienced high blood glucose levels. Customer's blood glucose reading was over 500 mg/dl. After manual injection, customer's blood glucose levels decreased to 430 mg/dl. Advised customer to change the entire set, reservoir, and insulin, and treat per health care professional's instructions. Customer does not want to return the infusion set or reservoir for analysis. Product. Advised customer that the insulin pump is working as designed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.